Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not receive a site reminder as intended. Tandem technical support reviewed pump data, and noted the site reminder was not enabled. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. Customer's blood glucose level was 195 mg/dl.